Event description:
It was reported that during device check, externalized conductors were observed via x-ray. An increase in threshold and impedance were also observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.